Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a prompt for warm-up readings while already in session. No additional patient or event information is available. Data was provided for evaluation. The reported prompt for warm-up readings was not confirmed via data. The root cause could not be determined.